Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer biomed that the therapy cable and test load had already been swapped in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.